Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when the surgeon tried to fire the device, the reload got stuck and could not advanced. In addition the device locked on tissue. The surgeon performed necessary maneuver to open the reload and remove it from the tissue, and used another device to resolve the issue in order to complete the case. There was no patient injury.